Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to product being scrapped prior to evaluation. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Reported event was unable to be confirmed due to limited information received from the customer. Multiple reports were submitted for this event. Please see associated reports: 0001825034-2017-04082-1, 0001825034-2017-04083-1, 0001825034-2017-04084-1.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04083.

Event description:
It was reported that the threaded tips were stripped. No additional information was provided.